Manufacturer narrative:
The complete initial reporter facility name is (B)(6). The reported issue was confirmed. The root cause for the reported event is two shunt tubes being used to test inlet pressure at the same time. Manual says inlet pressure (ip) should be -7 psi = - 0.1. Transferred for assistance. Per follow up information received via task on 29may2025, the unit was repaired. They were performing the inlet pressure test with two shunts instead of one which did not allow the pressure to fully build. The unit was working properly and was back in service. This event was confirmed use related, not attributed to a device malfunction. Submitting the investigation details as additional information. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. No additional actions are needed. Correction- d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the doing preventive maintenance and getting low inlet pressure (ip) at -4.5psi. Manual says inlet pressure (ip) should be -7 psi = - 0.1. Transferred for assistance. Per follow up information received via task on 29may2025, the unit was repaired. They were performing the inlet pressure test with two shunts instead of one which did not allow the pressure to fully build. The unit was working properly and was back in service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) . UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the doing preventive maintenance and getting low inlet pressure (ip) at -4.5psi. Manual says inlet pressure (ip) should be -7 psi = - 0.1. Transferred for assistance.